Manufacturer narrative:
Section a5 (ethnicity & race): unknown/ information asked but not available. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a multifocal intraocular lens (iol) was explanted from a patient¿s right eye due to lens malfunction. That at 1-month post-op cataract surgery blurry vision at near. At post op evaluation, the patient also complained of night vision symptoms (halos) that are bothersome. The lens was explanted and a different johnson & johnson lens, model zcb00 of higher diopter (25.0d) was implanted as a replacement. No medical or other surgical interventions indicated. The patient is doing well post explant. No further information was provided.